Event description:
It was reported that patient experienced pain at ipg pocket site. No accidents were reported. Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg pocket was repositioned and moved from the left flank to the right flank. No product was explanted. Therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.